Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR additional information is required.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the patient woke up around 7am to her cgm alerting her to a sensor failed message. The patient¿s last known cgm value was 135 mg/dl before going to sleep. The patient got up and took her routine morning medication (unspecified) but did not test her bg meter reading with a glucometer. Shortly after this, the patient lost consciousness. The patient¿s nephew found her and called 911. Ems arrived and the patient¿s bg meter reading was 34 mg/dl. The patient was treated with ¿glucose paste¿ and transported to the ER. The patient regained consciousness in the ambulance on the way to the ER. In the ER, the patient¿s bg meter reading was 43 mg/dl. The patient was further treated with IV fluids containing glucose. She was hospitalized for two days. At discharge, the patient had a slight headache but was ¿fine¿. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.